Event description:
During a power injection in the cath lab, the high pressure tubing is disconnecting. They have reported disconnections between the tubing and the catheter as well as between the tubing and the power injector. There was no pt or clinician harm or injury as a result of these events. This report represents the third of five incidents reported at the same time to merit medical systems by the same hosp. The hosp could not provide details about the five incidents.